Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. An anonymous reported stated that she had an undisclosed family member that was brought to the hospital because of inaccurate readings of the dexcom. She did not wish to provide any additional information. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D4 primary UDI number - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.